Event description:
Haemonetics received a complaint on (B)(6) 2012 for a description of "citrate bag (250ml) empty, volume displayed at end of procedure 94 ml. The entire volume of ac was consumed; there was no donor citrate reactions and no leaks. However, the volume of ac infused to the donor (versus the volume of ac delivered to the final product bag) is unk. No donor adverse reaction reported." This occurred on the pcs2, plasma collection system. The event occurred on (B)(6) 2012, after a recent preventative maintenance was completed on the device on (B)(4) 2012. During this maintenance, the pump rotor was dismantled for cleaning per haemonetics procedure.

Manufacturer narrative:
There was one other similar event that occurred on this device on the same day. The device was taken out of service until evaluated by haemonetics field clinical engineer. It was discovered that the pump rotor was not installed properly at the completion of the preventative maintenance. This allowed for the tubing to not be occluded and the anticoagulant to run through opened tubing instead of being delivered with the set pump rotation speed. This error has the potential for harm to the donor and the loss of product due to excessive anticoagulant delivery. Haemonetics has reviewed this occurrence and found no other devices reported for this issue of incorrectly installed pump rotor. A corrective action has been initiated to determine the root cause. (B)(4).